Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that the parameter of the lead tested abnormally during the implant and the surgeon could not place the lead successfully. It was further reported that blood was found inside the lead which, according to the physican, could have been the reason for the "bad" parameter. The lead was removed. No patient complications have been reported as a result of this event.